Event description:
It was reported that there were out of range impedances on left side. Diagnostics/troubleshooting included an impedance check with the clinician programmer. It is unknown if there were any external contributing factors that may have led to the impedance issue or a actions/interventions taken to resolve. The issue has not been resolved. No symptoms reported. Hcp contacted us about elevated impedances and asked if we had seen similar in the past. Review of previous dbs session reports showed that what they saw was consistent w ith what presented at patient's generator replacement about a year ago. Impedance readings from (B)(6) 2022 are as follows: left stn monopolar contact c-0 4,846ohms, c-1 4,792ohms, c-2 4,176ohms, c-3 4,755ohms. Bipolar contact 3-0 4,336ohms. Intra-op impedance readings from (B)(6) 2021 are as follows: left stn monopolar contact c-0 2,362ohms, c-1 3,320ohms, c-2 3,325ohms, c-3 3,898ohms. Pre-op impedance readings from (B)(6) 2021 are as follows: c-0 5 ,518, c-1 4,717ohms, c-2 4,163ohms, c-3 5,082. Bipolar contact 3-0 4,653ohms. No symptoms were reported. Refer to manufacturer report 3004209178-2022-03167 for related device.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 11-jun-2012, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-mar-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-mar-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that the healthcare provider (hcp ) does not want to do exploratory on the lead if the patient can have therapy effect by programming. The rep reports impedance shows monopolar on the left side high: 5000 ohms. Bipolar impedances are normal. The rep reports hcp is hesitant in programming patient with high impedance. No patient symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device was at eri. The cause of the impedance issue wasn¿t determined, nothing was done to resolve it, the issue wasn¿t resolved, and it was unknown if any other actions were going to be taken to try and resolve it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2008 product type extension product ID 3389s-40 lot# v126339 implanted: (B)(6) 2008 product type lead product ID 3389s-40 lot# v127831 implanted: (B)(6) 2008 explanted: product type lead product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep). It was reported that it is unknown if the hcp was able to reprogrammed after the high impedance. The surgeon also stated they will not due a lead exploratory procedure because it is not worth the risks of surgery. It is unknown if any further actions will be taken at this time.